Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) declared eri (elective replacement indicator) earlier than expected 44 months post implant. The device remains implanted.